Manufacturer narrative:
System analysis/service repair on august 15, 2016: the reported issue of "error 832" was confirmed. The power supply was noted to be not good. The power supply was replaced and retested. The alignment and power settings were verified in applications mode at 20w, 30w and 40w coagulation and at 80w, 100w and 120w in vapor mode. The system was tested and verified to meet manufacturer's specifications. The replaced power supply lps s/n (B)(4) was received at the manufacturer on september 07, 2016.

Event description:
It was reported that during a prostate procedure the nurse reported that laser received error 832 when they turned on the laser. Instructed to clear the error, but it kept appearing. Attempted to restart and reboot but the error still appeared. The error occurred during the procedure. The procedure was completed with an alternate procedure "gyrus turp." Patient outcome: "procedure successfully completed."

Manufacturer narrative:
System analysis/service repair in the field was performed on august 15, 2016. The replaced lps was received at the manufacturer on september 07, 2016. The lps s/n (B)(4) was discarded was noted.